Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. (B)(4).

Event description:
It was reported that an x-ray revealed insulation damage on the lead in the area between the clavicle and first rib due to a subclavian crush. The lead exhibited p-wave oversensing that caused high sensing integrity counter (sic). The lead also exhibited undersensing with diminished r-wave amplitude. The lead was explanted and replaced. No patient complications have been reported as a result of this event.